Manufacturer narrative:
H6: evaluation results - the foam tip plunger and indigo-p injector were not returned for visual inspection, however, the intraocular lens was received and visual inspection shows one of the plate haptics is torn off and missing. Clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the plunger, injector and cartridge were not returned for evaluation.

Event description:
Reporter stated that the surgeon was inserting a model cc4204bf intraocular-lens diopter +21.5 into the pt's eye and the indigo foam tip plunger fo the indigo-p injector overrode the lens and tore the haptic. The surgeon removed the lens without enlarging the incision. No injury to pt.